Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 4 years post-implant, the pt reported experiencing alarms on the system controller. The pt went to the hospital and was connected to a power module. The perfusionist reported that the alarms were confirmed and also reported a low voltage alarm. The pt was given a new system controller and no effect to the pt was reported. During the download of the system controller's history, the black power lead was heating up and a burning smell was also reported. The white power lead was reported to only communicating intermittently.

Manufacturer narrative:
The reported event of a low voltage alarm and the black power lead of the system controller heating up were confirmed during the analysis. Review of the log files contained multiple episodes of notable fluctuation of the pump speed, voltage and motor power. The voltage decreased as low as 8.1 volts accompanied by a low voltage hazard (red battery) alarm and the pump speed decreased as low as 0 rpm accompanied by a low speed hazard alarm. The analysis of the log file revealed that the system controller was operating in the backup mode until the power was interrupted and once the power was restored, the system returned to the primary mode operation. The returned system controller was connected to a test 14 volt pt cable, a test power module, a test system monitor and a test pump and the system operated at 9400 rpm's with no alarms active; however, manipulation of the system controller's black power lead revealed abnormal power module and system controller alarms. A burning smell was noticed while the black power lead was manipulated and the black power lead significantly heated up. The movement of the black power lead also caused an interruption in pump function during the eval. The returned system controller was disassembled and the internal conductors within both power leads were measured. The white power lead was within specification; however, the measured values of the internal conductors in the black power lead revealed various stages of conductor breakdown. The finding of the conductor breakdown resulted in a low voltage hazard (red battery), low speed hazard alarms, pump speed fluctuations and an interruption in pump function; consistent with the reported event. The cause of the internal conductor breakdown within the black power lead appeared to be the wear and tear due to repetitive flexing of the power lead. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.